Manufacturer narrative:
No unexpected number ramping or scrolling noted. Insulin pump received with intermittent button response due to corrosion on keypad traces. Cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the reservoir tube lip and cracks on the belt clip slot noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had scrolling numbers without input. Advised that the insulin pump should be returned for analysis. Nothing further reported.